Manufacturer narrative:
(B)(4). G2 - canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the impactor broke during surgery. There was no impact on the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d, g3, g6, h2, h3, h6, h11. The following section was corrected: h6 - component code. Complaint can be confirmed through the returned product analysis. Visual evaluation of the returned instrument showed signs of use, including gouges, and confirmed that the black pad was fractured, with some pieces not returned. The instrument has been in the field for approximately 16 months. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.